Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The customer site performed an acoustic test that confirmed pump thrombus; however, the patient was not considered to be a candidate for surgical explantation because of the sepsis infection. The site has indicated that it will be returning the device for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. The site provided pictures of the explanted pump showing material on the inferior aspect of the impeller. Pathology report comment. Device analysis comment. The "extensive" thrombosis was verified. It was concluded by the customer site that the high power event was not device related, but rather related to the patient's infection and sepsis. The root cause of this event is considered to be a clinical adverse event of patient sepsis/infection resulting in death. However, applicable risk documentation and experience with events of similar circumstances were considered; events with reports of "high power" are most likely caused by device thrombosis, a known potential complication associated with all patients implanted with a ventricular assistance device (vad). Although independent pathology analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. While the cause of the reported event cannot be determined, patient, procedural, and pharmacological factors may contribute to this type of event. The most likely root cause is an occlusive thrombus that was ingested into the pump. Serious and life threatening adverse events, including infection, multi-organ failure and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Approximately six weeks after the implantation, the patient developed high watt alarms. The patient developed septic hemodynamics which necessitated support with catecholamines. At this point, he was also still intubated, mechanically ventilated and his earlier infections had not resolved. The patient's medications at this time included heparin. The patient was not considered a surgical candidate because he was already septic. The patient was therefore treated with aggrastat. Vad parameters remained unchanged after this treatment and the patient expired from multi-organ failure on (B)(6) 2014. An autopsy was performed but details regarding its' results were not provided. The pump was explanted and opened. The site reported seeing "extensive" thrombus on the rotor. Pictures provided by the site reveal material on the anterior and inferior aspect of the pump impeller. The high power event was reported to be unrelated to the heartware device and related to the patient's infection and sepsis.